Event description:
Incident occurred while pt was using suction tube to suction throat. Pt had recently eaten and had sensation that food was lodged in throat. Attempted to suction tracheostomy with catheter and catheter snapped. Catheter was inserted about two inches when pt realized what had happened. Attempted to remove by taking out inner cannula of tracheostomy. Catheter tip had passed beyond that point and wegded in airway. Required surgery to remove catheter tip. At the time of the incident the catheter was new and had not been used previously.